Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 sensor and the ilet, resulting in repeated pairing failures on the pump while the sensor remained paired to the dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review for interoperability issues. Investigation of this case revealed an interoperability problem involving wireless communication, consistent with a device component issue localized to the antenna and characterized by intermittent communication failure between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.